Event description:
I purchased flowflex covid at-home rapid test from flowflex.USA. Their web site shows the "white box" FDA-approved version. What they sent was the non-FDA-approved "blue box" version. FDA safety report ID# (B)(4).